Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in marseille (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that one corner of the touch screen of the s5 double head pump was blank due to an impact to the screen. This was noted during set up and there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
A photograph was submitted for evaluation. It was determined that the damage was external and was caused by the user. To resolve the issue, the representative disassembled, cleaned, replaced parts and upgraded the touch screen. The overall function of the touch screen with the pumps and alarms was checked and found to work properly. The unit was returned to service. No trend for this type of issue has been identified. No further investigation is required. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that one corner of the touch screen of the s5 double head pump was blank due to an impact to the screen. This was noted during set up and there was no patient involvement.